Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10 corrected fields: h6 - medical device problem code. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. A definitive root cause was not identified. Based on the results of the investigation, leakage from channel of the subject device was confirmed, it was possible that electronic components such as image sensor/circuit board inside scope connector corroded/malfunctioned, and the suggested event occurred. The event can be prevented by following the instructions for use which state: warnings and cautions: caution. Turn the video system on only when the endoscope is connected to the video system center. In particular confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: warning. Disappeared or frozen endoscopic image, follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the froze image may not be restored during the examination. 3.8 inspection of the endoscopic system inspections of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had error code e315 (non-compatible endoscope) problem. The issue was found during reprocessing of the device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿error code e315 non-compatible endoscope¿ was confirmed. The device evaluation found non-olympus bending section cover part and non-olympus bending section cover glue, and the bending section cover had failed the electrical continuity test at ol ohms. Additionally, the device had failed the leak test, the biopsy channel was leaking and torn. The image on the device was blurry and round shadows due to damaged charge coupled device. The camera switches numbers 1 and 4 were not working. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.